Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor postoperatively ulcerated, broken in the patient and dropped out. Probable root cause: design; insufficient material strength; anchor assembly design not strong enough to withstand impaction; anchor geometry too blunt for effective bone penetration. Process: anchor not manufactured to specification; improper assembly of anchor onto inserter. Application: hard bone; excessive force; incorrect angle of attack (too steep/shallow). The reported failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that revision surgery was required.